Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review indicated there have been no other events for the reported lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery using trident acetabular hip system on (B)(6) 2007. It is alleged the patient began to experience extreme pain and discomfort. The patient was revised on (B)(6), 2012

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery using trident acetabular hip system on (B)(6), 2007. It is alleged the patient began to experience extreme pain and discomfort. The patient was revised on (B)(6), 2012.